Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the returned device revealed blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first two proximal stent strut rows had multiple stent struts stretched and bent. The distal tip was damaged. Magnified inspection presented no product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during an angioplasty treatment procedure, a no cross occurred. The target lesion was located in the right coronary artery. Ion mr 32 mm x 2.50 mm stent delivery system was advanced to the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, the returned product analysis revealed that there was stent damage.